Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation was ruptured. It was observed that the medtronic lead model and serial number could not be identified.

Event description:
It was reported that the lead was returned to the manufacturer after being explanted for unknown reasons. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.